Manufacturer narrative:
The device was returned incomplete to greatbatch for evaluation. The multiple components were not returned with the device. The device is designed to not allow these components to be removed. The device had been modified which is present on the shaft as a groove had been cut into the shaft to remove the components from the device. Additionally, the power coupling adaptor had fractured and was not returned. Further inspection revealed that the returned device is not the device as originally reported which is evident by the design on the shaft of the returned device. The true model, catalog, and lot number cannot be determined as the device identifiers (etch) are on one of the components that were not returned. Based on the information provided and visual examination, it is unknown if greatbatch is the legal manufacturer of the device. No further investigation required. Model, catalog, and lot number corrected to unknown. Updated method code(s). Updated result code(s). Updated conclusion code(s).

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information was provided by (B)(6).

Event description:
It was reported during an unknown procedure on a male patient that while reaming the acetabulum, the straight reamer handle broke at the power adaptor. The surgeon used a secondary instrument to complete the surgery. No adverse events were reported as a result of the malfunction.